Event description:
Report received from the customer who stated a mirafilter IV / extension set was leakage during infusion of an unknown tpn solution to a patient. The sample is available for evaluation. There was patient involvement however no injury reported associated to this issue.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer reported that the filter was leaking. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. One sample was available at the plant for evaluation. Visual inspection did not reveal any non-conformances. The set was attached to a viaflo bag and solution flowed through the set. No leaks were noticed. The set was also connected to an air source with 0.56bar pressure and leak tested under water. No leaks were revealed. Hence issue was not confirmed. As per sample analysis the issue was not confirmed after evaluation of the returned sample. No assignable root cause could be determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.